Manufacturer narrative:
The patient is currently ongoing on lvad support. The manufacturer is attempting to acquire the device for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted at another implanting center with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient arrived to the ER with red heart alarms and the pump was not operating. There was a cut in the driveline which appeared to have compromised the wires according to the vad coordinator. The patient was awake and did not seem symptomatic. A system controller swap did not resolve issue and the system monitor would not display any information. Vad coordinator indicated that the original implanting center was being informed of the situation. Patient was sent to the operating room where a pump exchange occurred.